Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision procedure due to poly wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: biomet knee system patella with wire, catalog#: 11-150826, lot#: ni. Agc anatomic femoral component, catalog#: 152834, lot#: ni. Biomet knee system patella with wire, catalog#: 11-150828, lot#: ni. Agc knee system ps molded tibial component, catalog#: 155380, lot#: ni. Agc anatomic femoral component, catalog#: 152849, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.